Event description:
It was reported that a pump declared alarm 20 while pumping. There was no reported impact to the customer¿s blood glucose level, as the customer declined to answer whether levels exceeded 500 mg/dl. The customer was unable to resume insulin therapy due to recurring cartridge alarms. Customer technical support assisted the caller with loading a new cartridge, but the issue persisted, leading to the decision to replace the pump under warranty. The customer planned to use multiple daily injections as backup therapy and was instructed to return the faulty pump with pre-paid shipping.